Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgical assistant reported that during lasik surgery, the system displayed an error message indicating that the eye tracker and fluence were out of range (energy too low). The procedure was completed with no impact to the patient. The rest of the scheduled cases were cancelled for that day. No further information is expected.

Manufacturer narrative:
During the onsite visit the fse (field service engineer) replaced the camera mount. Visual inspection of the camera mounting assembly shows the mirror for the eyetracker camera shows at two big points the reflecting surface of the mirror is damaged. Visual inspection of the main deflector shows wearing on the reflecting surface. The root cause for the reported error is the damaged reflecting surface on the mirror caused by user handling and the wearing on the main deflector through the usage over long time in the field. (B)(4).

Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced the part and successfully completed system verification to specification. (B)(4).